Event description:
During prep of the pressure wire, the pressure wire it would not connect and would not zero. The pressure wire was removed and replaced with no impact to the patient. Manufacturer response for pressure wire, 0.014in x 185cm comet ii pressure guidewire (per site reporter).